Manufacturer narrative:
Process evaluation did not reveal any internal error in the production of the surgical guide. Review of the doctor's treatment plan showed that the treatment plan was based off the patient cbct scan from 19 month prior to the surgery date. Observed trajectory deviation may be related to the change in patient's dental morphology during the 19 month time gap.

Event description:
Doctor reported that the implant sites #11,13,28, and 29 on the surgical guides were too buccal, causing him to perforate the buccal bone. Doctor bone grafted the sites and successfully placed the implants on his own.

Manufacturer narrative:
Doctor has yet to return the device for evaluation. Device not returned to manufacturer.

Event description:
Doctor reported that the implant sites #11,13,28, and 29 on the surgical guides were too buccal, causing him to perforate the buccal bone. Doctor bone grafted the sites and successfully placed the implants on his own.